Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Replaced lead screw, clutch spring and both clutch halves. Performed pm, occlusion test and all functional tests which passed. The cause of the reported problem was traced to normal wear of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited travel coarse error. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the event history log (ehl) identified travel coarse error - check clutch/plunger lever. The root cause of the issue was due to normal wear as the pump was 5 years old.